Event description:
Patient underwent a tibial tubercle transfer on (B)(6) 2013 and was implanted with (2) 6.5mm cannulated screws and (1) 6.5mm cancellous bone screw. At an unknown time post-operatively, the patient had several muscle spasms due to the patients condition; subsequently, causing the fixation to loosen. At that time, it was decided to remove all hardware and revise the fixation of the left tibial tubercle. Patient was returned to the o.r. On (B)(6) 2013 for revision surgery. All hardware was removed and the patient was revised successfully. This complaint is on a 6.5mm cancellous bone screw. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.